Event description:
A peritoneal dialysis (pd) patient's contact called (B)(6) customer service and said the 36-7608-0 digital floor scale-397#/180kg capacity does not work, he said he went to remove batteries, and it burned him. He said had he left the batteries in it would have burned his home down and it was a fire hazard. Patient spouse said he is throwing it away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).